Event description:
It was reported that when the patient presented in clinic for a follow up, non-sustained rv oversensing due to post-sensed t-wave oversensing was observed. Programming change was made. The patient¿s condition was stable.

Manufacturer narrative:
Please retract this report 2017865-2021-31065, the same issue was previously reported as 2017865-2021-25446